Event description:
It was reported that the patient experienced an event of power switching with his device. After the replacement of all the batteries, the patient reported some 'critical battery' alarms and that the device was "automatically switching of the controller unit to the other battery", even though the charged batteries were well connected to the controller unit and providing power. The system was checked and it was suggested to replace the controller unit and the ac adapter due to a misalignment of the electrical pins of the controller. The patient is reported to be doing well after the exchange; no consequence or impact noted to the patient due to this event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that the patient experienced an event of power switching with the device. The devices were returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that the controller and the controller ac adapter met specifications; both passed visual inspection and functional testing. The reported 'power switching' event was confirmed via review of the controller log files, which revealed a 'critical battery' alarm and a series of premature power switching events. The device is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Z-1607-2014 additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. Z-1917-2015 per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities.